Manufacturer narrative:
No further information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient was undergoing a mitral valve repair surgery and the physician inadvertantly cut the right ventricular (rv) defibrillation lead and damaged the atrial lead. The device was reprogrammed to turn defibrillation therapy off and turned pacing therapy down sub-threshold. The patient's intrinsic rate is between 30-40 bpm, but no symptoms have been reported. The patient will likely be screened for a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant at a later time. The lead remains implanted at this time.